Event description:
The patient reported that her spinal cord stimulator (scs) stopped working. She wanted a manufacturer representative (rep) to evaluate the scs to determine what happened. It was noted that the patient had moved and didn't know what physicians in her area were familiar with the device. No patient symptoms were reported. Indication for use was postlaminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.